Event description:
It has been reported that the patient had his first surgery several years ago for a tess anatomic (with a cemented glenoid). The patient was revised for a glenoid loosening, with a tess reversed (reported in (B)(4)). The patient was doing very well postoperatively, but felt a sudden pain one day, several weeks post op, and it appeared that the glenosphere (tess reverse head) was dissociated from the baseplate, and the patient was revised again (reported in (B)(4)). The tess reverse head was removed and the baseplate remained implanted in the patient. During the surgery, the surgeon paid specific attention to the stability of the new tess reverse head as this was the goal of the revision. The baseplate remained implanted in the patient and was removed during the next surgery. However, as it was initially assessed that both the reverse head and baseplate had been removed, the baseplate is investigated in the current complaint. The baseplate product analysis is performed in (B)(4), as the baseplate was returned after its revision and investigated in (B)(4). No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint history : a complaint extract was done regarding revision due to dislocation: (B)(4) complaints (2 products), this one included, have been recorded on tess glen reverse head 41mm, reference p1700337, from 01 jan 2018 to 06 jun 2021. The product analysis can't be performed as the product was not returned. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that the patient underwent his first surgery several years ago for a tess anatomic (with a cemented glenoid). Doctor rio revised him for a glenoid loosening, with a tess reversed. The patient was doing very well postoperatively, but felt a sudden pain, several weeks post op, and it appeared that the glenosphere was dissociated from the baseplate. No additional patient consequences were reported.